Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported recently increasing amplitude by 0.1 volts because they had a loss of therapeutic effect and they got a shock through the front of their private parts. Patient indicated this is atypical for them because they have increased it that high in the past and not experienced a shocking sensation. The only issue they have previously had was not being able to have a bowel movement. Prior to calling the patient decreased amplitude which resolved the shocking sensation. Problems started about 2 months ago. Patient reports they have had a fall but only fell to their knees. After reviewing general programmer use the patient realized they have been turning stimulation off without realizing it at times because they did not realize the stim off button turns therapy off. Reviewed option to change programs since amplitude cannot be increased any higher comfortably. Patient changed to program 3 to see if therapeutic effect improves but plans to also follow up with managing physician to have the device checked and discuss the shock.